Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported getting an unknown pump error alert prior to a high blood glucose reading. The customer's blood glucose at the time of the incident was unknown. The customer also reported the pump restarted. The insulin pump will not be returned for analysis.